Manufacturer narrative:
Date of event: date of event is not known. Bsc became aware of the incident on (B)(6) 2019. A date of (B)(6) 2019 was entered to indicate that the event occurred on an unknown day in (B)(6) 2019. Device is a combination product.

Event description:
It was reported that failure to deflate a balloon occurred. The target lesion was located in the middle left anterior descending artery (lad). A 3.5 x 32 promus elite mr stent balloon expandable was deployed in a patient with previous in stent restenosis, in the mid lad. It was noted that there were no issues on advancing the stent. However, the stent balloon distal tip was difficult to deflate despite multiple pressures. The balloon was removed without procedure related complications. No patient complications resulted from this event and the patient was reported to be stable following the procedure. The patient had standard post percutaneous coronary intervention (pci) care and was discharged home.